Manufacturer narrative:
(B)(4). The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause of the iipv event was determined to be a use error. The initial drain alarm setting was inappropriately programmed. The ¿homechoice / homechoice pro apd systems patient at-home guide¿ states, ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. Iipv could result in a feeling of abdominal discomfort, serious injury, or death¿the recommended starting point for I-drain alarm setting as 70% of the last fill volume.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:46:23. During night drain cycle one, the patient's ultrafiltration reading was 1335ml, indicating the home patient (hp) drained 1335ml more than their maximum programmed fill volume of 2000ml. No additional information is available.